Manufacturer narrative:
Inspected one opened and used sensor and found sensor broken. Remaining broken part stuck to adhesive tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had needle break. Customer¿s blood glucose level was 209 mg/dl. Customer reports the sensor fractured while in the body. Customer reports the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer reports they did receive a sensor updating. Customer reports they did not receive a calibration not accepted alert. The sensor will be returned for analysis.